Manufacturer narrative:
(B)(4). No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded three error codes , in which the device reverted to a safety mode status. Data analysis confirmed the error codes and device replacement was recommended. This device remains in service. No adverse patient effects were reported.